Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) and endotak transvenous lead were removed from service due to intermittant pacing and low shocking lead impedance. The ICD is being returned for analysis, however the endotak transvenous lead was abandoned inside the patient.